Event description:
--

Manufacturer narrative:
Subsequently, boston scientific crm received information that this patient was presented to the electrophysiology (ep) laboratory for a device/lead system extraction. The device was disconnected and removed. The right atrial (ra) lead was extracted without difficulty. However, during attempted extraction of the right ventricular (rv) lead, the patient's blood pressure decreased as a result of a pericardial effusion. The remainder of the procedure was aborted and the rv lead was surgically capped. The patient's blood pressure stabilized and another procedure is being evaluated depending on the patient's condition.

Manufacturer narrative:
To date, the device and lead system has not been explanted. The event will be reopened if additional information is received.

Event description:
Boston scientific crm received information that this local representative contacted technical services in (B)(6) 2010 to report that this patient developed an infection and was scheduled for an extraction procedure.